Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported having replaced the graphical user interface (gui) printed circuit board (pcb) due to erratic display, and the covidien service engineer uploaded the latest version of the operational software. The ventilator was not in use on a patient at the time the malfunction occurred the unit passed all testing and operates within the manufacturing specifications